Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 40 mg/dl. The customer drank juice to increase bg level. The customer attributed the low bg to being new to the pump and having an increased basal rate at the time of the reported event.